Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a handpiece. It was reported that a patient with an implantable device was in generator change procedure. The implantable was programmed and lead monitor was off, leads were programmed bipolar. Rv lead threshold was good but for good measure the rep programed the rv lead up to 4v. The md used the bovie and pacemaker inhibition was seen. Md commented that he thought he saw pacing spikes but rep was not convinced as the baseline wa sub-optimal. He tried to use bovie again and inhibition was seen. Md switched to plasma-blade and pacing inhibition was seen. Md checked header and both leads were still through the connector block in the header of the implatable. The pocket was now open enough, they hook up to another programmed doo and use the plasmablade and no further inhibition was seen. Rv threshold checked several times and was stable. There was no patient injury reported.